Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide any additional information regarding this event.